Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was observed within the intra-aortic balloon pump (iabp) unit. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h10. Corrected sections: g4 - 'date received by mfg' on prior emdr (281219) should have been 1/6/2020 (not 11/08/2019). Complaint record #: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was observed within the intra-aortic balloon pump (iabp) unit. There was no reported injury to the patient.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, blood was observed within the intra-aortic balloon pump (iabp) unit. There was no reported injury to the patient.